Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ¿changed patient¿s modular cable with controller a few months ago for the same reason but the damage was towards the controller¿ could not be confirmed through this evaluation. The event was extracted regarding a previous system controller and modular cable exchange as a result of damage on the modular cable. Additional information was requested from the customer regarding the event; however, no additional information was provided. Additional information communicated on 19mar2021 indicated the suspected products associated with the previous exchange will not be returning for an evaluation. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller (serial # unavailable) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Heartmate 3 patient handbook rev b, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. Under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. Under section 6 "patient care and management" caution not to twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a modular cable and controller exchange due to damage in the silicone sheath and into the wiring. Related manufacturer reference number: 2916596-2021-00336.